Event description:
End user reports she does not like the closure on the nature drainable pouch-416417. End user reports that she thinks it is not secure and that it has been leaking from the sides of the tail, even when in pocket. She stated that she has seals the velcro very tightly but, still it does not seal properly. End user also reports that she has sore skin at the bottom of the flange under pouch. The stoma care nurse has taken swab to determine the cause she has to position her pouch out of the way of the skin.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Esteem synergy, convatec moldable technology samples are being sent to the end user. A quality review of the reported lot info found no objective evidence of deviations, non-conformances or discrepancies related to the complaint issue reported. The review determined that the product was manufactured according to the quality system and approved procedures in place at the time of manufacturing and packaging. Complaints of this nature will continue to be evaluated and monitored. No additional pt event details have been provided to date. Should additional info become available a follow-up report will be submitted. (B)(4).